Event description:
The customer reported that the system failed to power up. This issue will prevent the system from booting to a usable stable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The input transformer evaluated was optimized to meet the incoming line voltage. The system was tested and found to be working as intended and returned to service.